Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly and blank display. Customer's blood glucose was unknown mg/dl. The customer was advised to remove the battery for five minutes and insert a new battery. The customer stated that the constant didn't disappear. The customer was instructed to remove the battery for 2 hours and advised to monitor blood glucose and or resume injections per doctor during the pump rest. The customer was advised to insert new battery after the pump rest. The customer was advised to monitor pump.